Event description:
There was no pt involved in this event. This device malfunctioned because the status indicator was not illuminated or flashing and the device was emitting the "device service required" warning prompt. A device with this fault if left undetected could result in the failure of the device to delivery therapy if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2010 and operated successfully until (B)(6) 2011. After this date the device failed due to an error with the real time clock. The device was disassembled for investigation and it was discovered that the coin cell had detached from the printed circuit board. The coin cell powers the real time clock and is an integral part of the status indicator circuitry. The most probable cause of the failure would be that device was subjected to some sort of impact. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.